Manufacturer narrative:
The reported issue that the battery depleted unexpectedly during a procedure was confirmed via log analysis; however the event could not be duplicated during the investigation. The system was found to have been operating on battery power for approximately 3.5 hours when it alarmed for low battery (lb1). The pcu did not alarm for very low battery (lb2). This warning was skipped and the pcu alarmed for battery discharged (llb3) and placed the infusing pump modules in a pause state. The system was turned off without restarting the infusions after the alarm event. No existing malfunctions were found. Charging the battery and establishing a new battery capacity found the pcu would appropriately alarm through all phases of low battery detection at the incident infusion parameters. It was noted that at the time of the customer¿s incident the battery capacity was set at approximately 3734 mah. This battery capacity was set after a prior battery discharged event back on (B)(6) 2018 at 6:33am. This incident could not be investigated further due to the event log no longer having the recorded event log details. It could not be determined how this battery capacity value was obtained. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that the battery depleted unexpectedly during a procedure. No patient harm was reported.

Manufacturer narrative:
The reported issue that the battery depleted unexpectedly during a procedure was confirmed via log analysis; however the event could not be duplicated during the investigation. The system was found to have been operating on battery power for approximately 3.5 hours when it alarmed for low battery (lb1). The pcu did not alarm for very low battery (lb2). This warning was skipped and the pcu alarmed for battery discharged (llb3) and placed the infusing pump modules in a pause state. The system was turned off without restarting the infusions after the alarm event. No existing malfunctions were found. Charging the battery and establishing a new battery capacity found the pcu would appropriately alarm through all phases of low battery detection at the incident infusion parameters. It was noted that at the time of the customer¿s incident the battery capacity was set at approximately 3734 mah. This battery capacity was set after a prior battery discharged event back on (B)(6) 2018 at 6:33am. This incident could not be investigated further due to the event log no longer having the recorded event log details. It could not be determined how this battery capacity value was obtained. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that the battery depleted unexpectedly during a procedure. No patient harm was reported.